Manufacturer narrative:
B3: date of event is estimated. The inogen team contacted the patient in an attempt for further information but was declined. The unit was received with a reported oxygen error, confirmed with the contaminated zeolite. Incoming internal 02 measured 85.1 % and external 02 measured 84.1 %, both below specification. The issue was identified as high psa (16) caused by zeolite contamination from moisture absorption. Also damaged compressor mounts due to compressor vibration. The uip and housing were replaced due to cosmetic damage.

Event description:
It was reported that the patient's device had been displaying the replace column message. Replacing the columns did not resolve the issue. When the patient was boarding an airplane, they noticed that the device would not operate on battery power and had to plug it in the outlet to work. It was noted that the patient had a seizure during the flight due to the device not working. Patient has received their replacement device and is doing better, but refused to follow-up further,